Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent placement of a hickman central venous catheter. After some time, on (B)(6) 2026, bleeding was noted from the right axillary area, and it was observed that the red lumen had snapped below the hub while the line was unclamped and running a flush. The line was immediately clamped, the patient remained vitally stable, and a clinical review was performed. Due to anticoagulation therapy, immediate removal was deferred, and the catheter was subsequently removed and replaced under interventional radiology the following day. However, the current status of the patient was unknown.